Event description:
It was reported that the customer keeps getting a button error alarm on the insulin pump. Customer stated that the buttons were not responding. Customer stated that the backlight is currently on. Customer stated that she heard it beeping while she was sitting down. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No unexpected audio / beep alarms were noted. The pump also had a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.